Event description:
It was reported that the li61aor intraocular lens was inserted and removed intraoperatively due to twisted haptic. The surgeon enlarged the incision to remove the lens, but no sutures were necessary to close the incision. The surgeon used a ez-28 delivery device and viscoat/provisc viscoelastic. According to the surgeon the most likely cause of the event was "unloading error". The pt was reported as doing fine. This report refers to the pt's left eye. Please reference MDR #1119279-2012-00149 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.